Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower drawer greyed out. The field service engineer (fse) replaced micro switches on tower door latches, tested them and confirmed that the customer was able to access all tower doors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer was greyed out, which prevented the customer from opening it. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower drawer was greyed out, which prevented the customer from opening it. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.